Event description:
International customer reported that a pt went into shock several hours after an aortic aneurysm repair. The pt was returned to surgery; the suture was reported as broken. The pt subsequently expired.

Manufacturer narrative:
H6 - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.